Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, then it alarmed off no power and it would not turn back on. The customer experienced high blood glucose of 30 mmol/l the night before and then the morning of the call, it went down to 3 mmol/l. The device was not exposed to a magnetic field and the drive support cap is normal. Customer was unable to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.